Event description:
The customer reported that the spectrum pump displayed system error 322 alarms while on a pt. The customer reported that there was no pt injury or adverse event. There were no incident reports. No further info was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report wil be provided when the investigation is completed.